Event description:
Related MFR reports: 1627487-2020-23885, 1627487-2020-23887 and 1627487-2020-23888 additional information received identified the patient underwent a revision to her spinal cord stimulator. The physician explanted and replaced the patient's entire scs system with a new system. The new system was tested and the patient was programmed with effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-23885, 1627487-2020-23887 and 1627487-2020-23888.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-23885, 1627487-2020-23887 and 1627487-2020-23888. It was reported the patient's scs system leads exhibited high impedance. A lead fracture was suspected. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-23885, 1627487-2020-23887 and 1627487-2020-23888.